Event description:
It was reported that: pt is experiencing pain in his hip area. Pt states that when walking he starts to have pain and cannot walk long distances. Pt is scheduled to have doctor's appointment week of (B)(6) 2012. Pt is suppose to have blood work prior to appointment with doctor.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device reference in this report (including x-rays and medical records) has been requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.